Event description:
This spontaneous report was received on (B)(6) 2013, from a consumer (age and gender unspecified) reporting on self from (B)(6). The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using reach toothbrush unspecified which was one week old for dental cleaning (route-dental, lot number, expiration date and frequency unspecified). After an unspecified duration, while brushing, the toothbrush snapped and caused a cut inside the mouth of the consumer. The consumer stated that the reach brand toothbrushes were used since long time. The action taken with the device and the outcome of the event were unknown. This report had non-serious event. The company causality was assessed as possible. This report was considered a reportable malfunction case in the united states.

Event description:
This spontaneous report was received on (B)(6) 2013, from a consumer (age and gender unspecified) reporting on self from (B)(6). The medical history and the concomitant medications were not reported. On an unspecified date, the consumer started using reach toothbrush unspecified which was one week old for dental cleaning (route-dental, lot number, expiration date and frequency unspecified). After an unspecified duration, while brushing, the toothbrush snapped and caused a cut inside the mouth of the consumer. The consumer stated that the reach brand toothbrushes were used since long time. The action taken with the device and the outcome of the event were unknown. This report had non-serious event. The company causality was assessed as possible. This report was considered a reportable malfunction case in the united states. Additional information received on (B)(6) 2013. Based upon an acceptable manufacturing or facility issue review, due to lack of a product name, lot number and sample, and no adverse trends this complaint could not be confirmed and a root cause could not be determined for this complaint. Complaint trends would continue to be monitored. This report remains non-serious. This report remains a reportable malfunction case in the united states.

Manufacturer narrative:
(B)(4). This closes out this report unless other additional significant information is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2013. This closes out this report unless other additional significant information is received.